Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving prialt at a concentration of 1.0 mcg/ml and a dose of 0.2513 mcg/day via a implanted pump. It was reported the patient's catheter was evaluated on (B)(6) 2015 and it was unable to be seen in the intrathecal space on fluoroscopy. The catheter was also unable to aspirate/withdraw from the catheter access port. The patient experienced insufficient analgesia due to the catheter issue. The issue was noted as related to the device or therapy. The patient also complained of memory changes associated with prialt on (B)(6) 2015. The memory issue was indicated to be possibly related to the device or therapy and possibly related to the drug prialt with the drug action in crease dose. The patient's medication was changed from prialt to it dilaudid on (B)(6) 2015 and the memory changes issue resolved without sequelae the same day. On this day the catheter was also observed during the catheter revision and it was determined that the intrathecal catheter had been "extruded." The catheter dislodgement was indicated as related to the device or therapy and possibly related to the implant procedure. The patient's catheter was explanted and replaced on (B)(6) 2015 and the issue resolved without sequelae the same day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving prialt, bupivacaine, and gabapentin at unknown concentrations and doses via an implantable infusion pump. It was reported on 2015-mar-19 that it was noted that prialt really affected his memory. It was noted the patient experienced a leg ache after the dose was decreased. On (B)(6)2015 a side port aspiration was done and it was found they were unable to aspirate the catheter. The catheter tip was not able to be visualized in the intrathecal space. 10.8 cc of clear fluid was aspirated and they were expecting 13.cc of prialt. A hospital record from (B)(6) 2015 indicated labs had abnormal values not assessed. On (B)(6) 2015 a revision of the intrathecal catheter was performed. A medical record of a (B)(6) 2016 phone call indicated that the patient experienced medication side effects to bupivacaine, "ill, could not get out of bed, wobbly, and whole body was hurt." Bupivacaine was decreased 33% at the (B)(6) 2016 visit. On (B)(6) 2016 the patient was still complaining of bupivacaine and was switched to minimum rate (therapy suspended). Therapy was resumed with gabapentin on (B)(6) 2016. The patient experienced gabapentin side effects of being a little nauseous and dizzy on (B)(6) 2016. The patient was still a little nauseous on (B)(6) 2016. On (B)(6)2016 the patient had nausea and gabapentin was decreased by 10%. On (B)(6) 2016 the nausea resolved. The patient's next few visits, they had complaints of nausea again. The pump was explanted on (B)(6) 2016.